Event description:
A pt reported experiencing inaccurate high results with a surestep meter. The pt's blood glucose results were 224 and 304 mg/dl. Tests were done within 10 mins. Pt has been cleaning meter improperly and does not have control solution for tests. Pt did not experience any adverse events. No further info has been reported.